Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that after inserting a pacing swan-ganz catheter into the patient, the electrodes of the catheter did not work. The ¿whole impulse chain¿ was checked (from generator to catheter) and the only malfunction was the catheter. The suspect catheter was switched for a new catheter, which worked without further issue. There was no patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model d97120f5 catheter. Continuity testing confirmed a full open condition in the proximal circuit. The distal circuit was found to be continuous. A cut down of the catheter body was performed, just proximal of the proximal electrode, to expose the pacing lead wires. The proximal lead wire was able to be pulled out and found to be broken or not soldered at the proximal electrode. The proximal end of the proximal lead wire was not insulated. The balloon inflated clear and concentric with 1.3cc of air and remained inflated for 5 timed minutes without leakage. No visible damage or defect was observed from the balloon, windings, or catheter body. The customer report of ¿pacing catheter did not work¿ was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review